Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).

Event description:
Allegedly surgeon had difficulty seating the 32/3# poly liner into the 58# cup; was loose. Surgeon chose to use ceramic liner instead; surgery was extended about one hour due to this issue.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.